Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that for the last couple of months, patient has had to charge ins more frequently. She charges ins twice daily. Pss asked if she has made any ins adjustments, but patient was unsure. Patient mentioned she charges controller each night and when she went to charge ins yesterday, software problem was encountered on controller with 1-intells, 2-3.0, 3-2.3, 4-qf_port. Patient mentioned she was stressed as her back was hurting and patient was in a lot of pain. During the call, patient was assisted to reset the controller. Patient was unable to read controller sn. Controller was successfully reset; controller charge level indicated low, ins charge 50%. Patient was able to increase therapy during call and confirmed stim was increased to level to help control pain. No further complications were reported.